Event description:
It was reported that the iab catheter was found with manufacturing defect balloon is not working.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the iab catheter was found with manufacturing defect balloon is not working.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc). Returned with the sample was a 30cc inflation driveline tubing and ap tubing (short extension tubing and 60" tubing); all components were visually inspected, and no abnormalities were noted. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No sheath was returned with the iabc. Only a few spots of dried blood were noted on the exterior of the sample; no blood was noted within the helium pathway. The customer also provided a photo. The photo shows an iabc within an original packaging box; no visual abnormalities could be noted from the photo. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris were noted. The iabc was leak tested and a leak was immediately detected from the iabc bifurcate, just below the luer end in the area where the serial number label is adhered. The serial number label was removed for further inspection; multiple cracks in a similar location on the bifurcate were noted as the cause of the leak. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 76.1cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.0cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the investigation, an external helium leak was noted from the iabc bifurcate. The leak was identified as a crack on the bifurcate in the serial number label area. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the cracked bifurcate. The root cause of the complaint is undetermined. The complaint finding is considered isolated. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the iab catheter was found with manufacturing defect balloon is not working.